Event description:
Consumer reported complaint for hi blood glucose test results. At the time of the call the customer reported symptoms of feeling tired and getting cramps in their hands and feet. Customer did not feel that they needed to seek medical attention. Customer declined to provide any further information.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired and cramping in hands/feet. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer unable to perform follow-up calls to customer to ensure the customer's condition had improved - no contact information was provided.

Manufacturer narrative:
Sections with additional information as of 14-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.